Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('on of my coils seemed like it was kind of out of whack') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("severe lower back pain"), adenomyosis ("its like endometriosis but inside of the uterine wall"), menorrhagia ("very heavy periods"), pelvic pain ("lot of pressure"), uterine enlargement ("my uterus is enlarged"), bladder disorder ("I'm also having done with my bladder when they're in there"), skin disorder ("skin get funky") and irritability ("irritable"). At the time of the report, the device dislocation, back pain, adenomyosis, menorrhagia, pelvic pain, uterine enlargement, bladder disorder, skin disorder and irritability outcome was unknown. The reporter considered adenomyosis, back pain, bladder disorder, device dislocation, irritability, menorrhagia, pelvic pain, skin disorder and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain, endometriosis, menorrhagia, pelvic pain, uterine enlargement, device dislocation, bladder disorder, skin disorder, irritability. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one of my coils seemed like it was kind of out of whack') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("severe lower back pain"), adenomyosis ("its like endometriosis but inside of the uterine wall"), menorrhagia ("very heavy periods"), pelvic pain ("lot of pressure"), uterine enlargement ("my uterus is enlarged"), bladder disorder ("I'm also having done with my bladder when they're in there"), skin disorder ("skin get funky") and irritability ("irritable"). At the time of the report, the device dislocation, back pain, adenomyosis, menorrhagia, pelvic pain, uterine enlargement, bladder disorder, skin disorder and irritability outcome was unknown. The reporter considered adenomyosis, back pain, bladder disorder, device dislocation, irritability, menorrhagia, pelvic pain, skin disorder and uterine enlargement to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain, endometriosis, menorrhagia, pelvic pain, uterine enlargement, device dislocation, bladder disorder, skin disorder, irritability. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.